Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information was not provided by reporter. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the service history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during plate impacting, a tip of dynamic hip screw system impactor broke off and fell into the patient. The fragment was retrieved without harm to the patient. The patient¿s status/outcome was good. Surgery was successfully completed with a surgical delay of two and a half minutes. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Product investigation summary: the complaint condition for the tip for dhs/dcs impactor (338.26 lot number 6082664) was likely caused by rough handling and hammering over seven years of use; however, this complaint is not a result of any design related deficiency. The tip for dhs/dcs impactor is part of an instrument routinely used in the dhs/dcs dynamic hip and condylar screw system. The device was returned and reported to have broken while impacting the side plate. This condition is confirmed; a large chunk of the impactor tip has broken off from the device leaving an irregular fracture surface at the distal tip of the device. It is likely that rough handling and hammering over seven years of use has led to this complaint condition. The device was manufactured in may, 2008 and is over seven years old. The balance of the returned device is worn though in working condition. The associated drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. The condition of the returned device does agree with the complaint description. Whether the complaint condition for this device can be replicated is not applicable for this condition. It is likely that rough handling and hammering over seven years of use has led to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Lot number was added and was obtained when subject device was received. A device history record review was performed for the subject device lot. The review showed that an investigation report was generated during the manufacturing process for lot #5668751. This investigation was related to undersize condition on some parts on feature d7. Forty-six (46) units were returned to the supplier. These units were reworked. Reworked units rendering acceptable results during this inspection were released. No other investigations were reported during the manufacturing process that can be related with the issue explained in this complaint. The subject device has been received, as previously reported, and is currently in the evaluation process. Manufacturer was identified. Subject device was received on apr 27, 2015. Manufacturer was corrected per lot number. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.